Event description:
A call place to technical services on (B)(6) 2016 reported that this rv lead was implanted on (B)(6) 2015. It was reported that mv signal was being oversensed and >3000 ohm impedance on the rv lead with lead safety switch on (B)(6). The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).